Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states test strips were disposed of, customer only has an empty vial to return.

Event description:
It was reported the patient received the following results within 15 minutes: 217 mg/dl, 122 mg/dl, and 87 mg/dl.